Event description:
The device was received with a note saying that the optic was blurry. No add'l info was available regarding when this incident happened or regarding failure mode. The case was completed with a replacement device. There was no pt effect. Prior to decontamination, it was observed that the distal lens is cracked. This report is filed because "cracked lens" is a reportable malfunction.

Manufacturer narrative:
Investigation details: scholly assessment rec'd on 2/25/2007 indicates that the damage to distal tip is due to customer mishandling.